Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded, the lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Continued bleeding can be influenced by numerous factors including, but not limited to: manufacturing, patient anatomical condition, and or user technique. It was reported that there was no calcification, and no information with respect to user technique was provided. The product was not returned for analysis, which may have assisted in the investigation. It was indicated that all deployments steps were completed and a specific failure mode for the device was not reported; therefore, it is not possible to determine a conclusive cause for the reported continued bleeding. A review of the device history record did not reveal any relevant non-conforming material records associated with this lot. Devices are subject to inspection during manufacturing. In addition, samplings of finished devices are destructively tested to verify the functionality of the device, including proper suture placement.

Event description:
It was reported that a physician attempted arteriotomy closure of a right common femoral artery (rcfa) after an interventional procedure using a proglide device. Reportedly, all the deployment steps were completed; however, bleeding still continued and a 7fr. Sheath was placed followed by manual arterial compression to achieve hemostasis. The patient did not experience any adverse effect. The rcfa and the access site were not calcified. A 6fr. Sheath was used during the closure procedure. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.